Event description:
It was reported that the patient with this right atrial (ra) lead experienced decreased in blood pressure during the ra lead placement. In addition, fluoroscopic images confirmed pericardial effusion and pericardiocentesis was performed. Drainage and device closure were successfully performed and completed. This ra lead remains in service. No additional adverse patient effects were reported.